Event description:
Ous MDR - it was reported that this lead dislodged into the atrium about 3 months after the implantation. It could not be repositioned successfully and was replaced with a new lead. No adverse patient side effects were reported. No date of explant was provided, but this lead is reported to have been returned for analysis.

Manufacturer narrative:
Upon receipt, the df-1 connector was found cut off. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. Further analysis of the lead revealed cuttings in the insulation, which occurred most likely, during the surgery. Coagulated blood was found in the lumen of the lead in this area. During the analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.